Event description:
It was reported that when using the bd pyxis¿ medbank tower, nurses were unable to remove medication lorazepam 2 mg/ml oral concent during a key combination inquiry. The medication could not be accessed as expected through the mql remedi ric process, which prevented removal of the item there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3. Initial reporter other occupation: (B)(6). D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that nurses were unable to remove a medication item due to a key combination issue. A technical support specialist verified that the item was correctly set up as a key combination, and it was set up correctly. The system functioned as intended after the technical support specialist troubleshot the device.